Manufacturer narrative:
(B)(4). A visual assessment was performed. The catheter demonstrated signs of use. As received, the working channel sleeve (wcs) protruded. Wcs protrusion was observed when the distal tip was articulated by turning the large knob in both directions. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The wcs was removed. Witness marks were noted on the pebax. The white and clear areas along bond a appear to show evidence of adhesion. The complaint was consistent with the reported event of working channel sleeve protruding. Based on investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Working channel sleeve protrusion in devices manufactured with post (B)(6) 2018 changes has been determined to be a design issue, therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation is underway to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the working channel sleeve protruded at the distal end of the spyscope. A spybite biopsy forceps was being passed through the scope when the working channel sleeve protruded. Reportedly, no part of the spyscope ds device detached and there were no reported issues with the accessory device. The procedure was completed with the original spyscope ds device. There were no user injury nor patient complications reported as a result of this event.

Manufacturer narrative:
Captures the reportable event of working channel sleeve protrusion. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the working channel sleeve protruded at the distal end of the spyscope. A spybite biopsy forceps was being passed through the scope when the working channel sleeve protruded. Reportedly, no part of the spyscope ds device detached and there were no reported issues with the accessory device. The procedure was completed with the original spyscope ds device. There were no user injury nor patient complications reported as a result of this event.